Event description:
Pt is receiving chemotherapy medication. The medication is attached to one side of the bd phaseal y-site connector and a saline syringe attached to the other side. Pt's mother called and stated that she attempted to flush the pt's port with the saline prior to administering the chemotherapy and the saline was squirting out from the tubing below where the clave and saline syringe were attached. Delivered a new y-site connector with saline syringe attached, no leaking noted and pt was able to receive dose of chemotherapy with a saline flush before and after the medication was given.